Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone about the z1 error code. Fse had the customer clean and add lubricate to the vertical and horizontal rods and then run patient samples with no errors. The customer stated the probe was slightly bent so fse ordered a new probe for the customer to install. The customer calibrated and ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. On 27-oct-2015, fse made a follow-up call where the customer stated the g8 is running with no errors. No further action required by field service. The probable cause of the event was dirty vertical sample rods.

Event description:
On (B)(6) 2015, a customer reported z axis error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.